Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Electrical testing of the device was performed and no anomalies were noted. A longevity analysis was performed indicating the battery depletion was normal. The reported field event premature depletion was not confirmed.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott on 11 october 2016.

Event description:
During follow-up, the device was unable to be interrogated and premature battery depletion was suspected. The device was explanted and replaced and the patient was stable.